Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing his cartridge strips in the medicine cabinet of his bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did and received a reading of 275 mg/dl, which the user stated is normal for him. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On november 5th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported a high bg reading of 519 mg/dl from his dario meter when compared to a bg reading of 305 mg/dl from his non-dario meter.